Event description:
Customer's husband reported, customer was hospitalized for diabetic ketoacidosis. Customer's husband stated the insulin pump does not deliver insulin when priming. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.